Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 130. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the displacement test. Pump failed to the rewind test due to appearance of pump error 42 and pump error 3 alarms. Unable to perform prime/seating test, basic occlusion test, force sensor test, and occlusion test due to appearance of pump error 42 and pump error 3 alarms. No pump error 130 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed 2 pump error 3 alarms during testing on (B)(6) 2024 at 14:00:10.000 and 14:02:09.000. Pump alarmed 2 pump error 42 alarms during testing on (B)(6) 2024 at 14:00:12.000 and 14:02:11.000. Pump alarmed a pump error 63 alarm (variable #: 9) during testing on (B)(6) 2024 at 14:00:10.000. Pump alarmed a pump error 82 alarm on the event date of 04-apr-2024 at 14:35:09.000 in the traces and indicated that power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. Pump alarmed a pump error 53 (file #: 32107, line #: 418, esf #: 3926732) alarm on the event date of 04-apr-2024 at 14:29:23.000 due to a possible hardware failure. It is noted that pump error 130 alarmed 50 times on the event date of 04-apr-2024 at 14:25:10.000 to 14:34:55.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Pump error 82 alarm was confirmed in the pump history due to a software anomaly. Trace files were reviewed, and the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating pump error 82 which is expected. This was due to a software race condition where multiple actions were trying to be completed at one time. This software race condition is being studied in esf 3562136 and esf 4669627. Pump error 130 was not confirmed during testing. Pump error 42 was confirmed during testing as a consequence of pump error 3. Pump error 3 was confirmed during testing as a consequence of pump error 63. Pump error 63 was confirmed during testing due to moisture damage on the electronic assembly. Pump error 53 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.